Event description:
It was reported that during the implant attempt there was difficulty positioning/fixing and advancing the lead beyond the mid superior vena cava due to apparent scar tissue obstructing the vessel channel ("lumen"). The lead was not implanted, and another, longer lead was used, inserted from the other side. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed that no anomalies were found. Blood was present in/on the helix mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.